Manufacturer narrative:
Literature citation: lubis, anggia chairuddin, iqbal, mohammad, munawar, dian andina, hartona, beny, munawar, muhammad. (September 2021) a simple percutaneous retrieval technique for an embolized watchman left atrial appendage closure device in the thoracic aorta using a homemade snare. International heart journal association 2021; 62: 1153-1155. Date of event - estimated as (B)(6) 2020 as the date received for publication was 11dec2020. Implant date- estimated as (B)(6) 2020 as the date received for publication was 11dec2020. Explant date- estimated as (B)(6) 2020 as the date received for publication was 11dec2020.

Event description:
It was reported via literature that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed concomitantly with a pulmonary vein isolation and atrial fibrillation ablation, and a 24mm watchman laa closure device was implanted under general anesthesia. Transoesophageal echocardiography (toe) revealed the maximum laa ostium was 21mm and depth was 27mm. After successful implantation of the closure device, it was noticed that the closure device dislodged into the left atrium during left atrial geometry mapping. The left atrium was approached via a right sternotomy, however, the closure device embolized further to the thoracic aorta, just distal to the subclavian artery as identified by toe. No further structural damage was seen. While surgical atrial fibrillation ablation and laa ligation were successfully performed, the device retrieval was not yet resolved. Since the closure device embolized to the thoracic aorta, right sternotomy was unfeasible, and percutaneous intervention was performed. A regular snare approach was initially ineffective, and a homemade snare using a combination of a long sheath, 0.038'' j wire, and snare was created. This homemade snare successfully removed the closure device from the patient, and vascular access was repaired surgically. No patient complications were noted following this event and anticoagulation was discontinued afterwards.